Event description:
Consumer called to report a company she had worked for during 1993. The firm conducts "bioenergetic testing" on clients/pts. She stated during phone conversation that user promotes himself as a dr, which is false. She stated that company representatives promise pts results which do not materialize. She states that numerous claims are made concerning co's testing and products.